Event description:
It was reported that there was difficulty inserting the liner into shell. Another liner was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Concomitant medical products - unknown acetabular cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: g7 osseoti 3 hole shell, catalog#: 110010242, lot#: 3818342 or 3818323. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows damage to the liner from attempted implantation and removal confirming the complaint. No dimensional analysis was done due to this damage. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.